Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 06/07/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that prior to patient use, the quattro catheter was tested by flushing with saline and leak was observed. The location of the catheter leak was not specified. A new quattro catheter was used to complete the patient's ivtm therapy. No known impact or patient consequence was reported. No further information was provided.

Manufacturer narrative:
No issue was observed during evaluation of the returned quattro catheter (lot # 60128). The report of leak was not confirmed. Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device pressurized up to 100psi. All the catheter balloons were able to fully inflate and deflate without issue. No leaks were observed during functional testing. Historical complaints were reviewed for information related to the reported complaint and there a similar complaint was reported for the quattro catheter with lot # 60128 (ccr 22662 reporting a catheter leak on (B)(6) 2016; however, the issue was not confirmed during evaluation). Note that the integrity of the balloons is verified on 100% of the catheters by subjecting them to pressure test during manufacturing.